Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified vessel below the knee. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.